Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant, the patient was in atrial fibrillation. The right atrial (ra) lead fell and had dislodged. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.